Event description:
During surgical procedure to take down saphenous vein, bisector instrument was removed and it was noted to be broken. A piece was missing. Another kit was used to retrieve the broken piece. All pieces were accounted for.